Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of the syringe module failing preventive maintenance was confirmed through laboratory testing. The malfunction was determined to be caused by a short circuit on capacitor c5 of the display board. Laboratory testing of the suspect syringe module observed a plunger position sensor error code 353.6650, and the display board would not power on. The suspect syringe module display board was observed with thermal damage on capacitor c5 and integrated circuit u11 and was temporarily replaced for testing purposes only with a known-good display board. The suspect syringe module was attached to the pcu, boot sequence was performed, and channel ¿a¿ was assigned to the suspect syringe module. Error code 353.6650 no longer appeared on screen. Functional testing and preventive maintenance test found the syringe module working as expected. A review of the suspect pcu error log was performed and showed a total of thirty (30) error code 260.4090.5 (adc_3volt_high_voltage_failure), thirty-two (32) error code 260.4110.5 (adc_5volt_high_voltage_failure), and fifty-three (53) error code 353.6650 (syr_plunger_position_sensor_failed) between (B)(6) 2025 and (B)(6) 2025. The recorded malfunctions in the error log are related to the 5 volts supply, 3 volts supply and plunger position sensor. External and internal inspection was performed. The display board (p/n tc10017346, s/n (B)(6)) was observed with thermal damage on capacitor c5 (150f) and integrated circuit (ic) u11(max932), and flux residue around capacitor c5. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The bd alaris system with guardrails suite mx user manual v12.3 notes that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation. Please replace the display board as it was observed with thermal damage. Please replace the gripper claws as they were damaged during testing and charge dchu. Please ensure proper assembly and retorque all screws to specification. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed in preventive maintenance. There was no patient involvement.